Manufacturer narrative:
UDI: lot number unknown; (B)(4). Three attempts to obtain the lot number and other additional information were unsuccessful. The manufacture and expiration dates of the device are not available. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the deltapaq coil (cdf10030430/lot unk) could not be advanced via the unspecified microcatheter. They withdraw the coil and found it was stretched. They used another coil to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The device was returned for analysis on 9/20/2017; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Device updated since during analysis it was found that the coil was separated. During the procedure, the deltapaq coil (cdf10030430/lot unk) could not be advanced via the unspecified microcatheter. They withdraw the coil and found it was stretched. They used another coil to complete the procedure. There was no report of patient injury. Multiple attempts to obtain additional information were unsuccessful. The device was returned with an inner pouch. The embolic coil is located in the green introducer. The extended coil and device positioning unit (dpu) core wire are protruding from the skive of the translucent introducer sheath. There is a severe kink in the dpu core wire at approximately 56 cm from the proximal end. The distal end of the embolic coil is obscured by the green introducer. However, the ball tip appears to be missing. The proximal end of the embolic coil is slightly stretched. The articulating joint is coated with a blue-green substance. The resistance heating (rh) coil cannot be visualized in the translucent introducer sheath. The extended coil protrudes from the skive of the translucent introducer sheath. The v-notch of the resheathing tool is undamaged. The length of the embolic coil was measured. The coil is 4.3 cm long, which is within the specification range of 4.0±1.0 cm. Advancement cannot be tested because of the protruded section of the dpu. Because the lot number is unknown, manufacturing documentation cannot be reviewed. The coil diameter of the returned product cannot be confirmed because the embolic coil cannot be advanced out of the introducer. Since the returned inner pouch does not match the product documented in the complaint, the lot number of the device in the complaint is unknown, and the coil diameter cannot be confirmed, analysis will proceed on the basis that the returned device is the product documented in the complaint. The complaint that the device was impeded in the microcatheter cannot be tested because of the protrusion of the extended coil from the skive of the translucent introducer sheath. The complaint that the device was stretched is confirmed. The embolic coil is slightly stretched near the articulating joint. The missing ball tip of the embolic coil and kink in the dpu core wire indicate that the device was subject to application of excessive force. The length of the embolic coil is within its specification range, so it is unlikely that the embolic coil was severed when the ball tip was lost. It is likely that the resheathing tool was advanced over the extended coil while unsheathing the device. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile portions of the dpu (the extended coil and tip coil sections) inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing these parts of the device into the microcatheter, there is a risk that the they will be unsheathed and pass through the resheathing tool. This can cause damage to these parts of the device, and can also cause them to protrude from the introducer. Once the embolic coil, extended coil, or tip coil has protruded, advancement of the device is no longer possible. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.